Event description:
Needle broke off in customer's buttocks. Customer went to emergency room and had x-ray.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Quality will continue to monitor on monthly trend reports.